Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/9/2023, it was reported by a sales representative via sems that (2) abs-10063 cprp processing set, arthrex angel system, leaked blood out of the valve. This was discovered during a procedure. The patient was not under general anesthesia. Per the sales representative, no one came in direct contact with the leaked blood. Additional information received on 5/11/2023: this was discovered during a hair treatment procedure. The procedure was not completed and had to be rescheduled.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. The investigation is confirmed based on the trend of complaints for leakage. Ncr-22300 was opened to address this issue. This cause remains the supplier complaint supplier process.